Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient was checked by the explanting doctor due to fluid in the pocket site. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The lv lead was explanted.